Manufacturer narrative:
A ge oec service rep investigated the issue and no further entries are noted on service actions to repair the system. Generally, this malfunction is repaired by replacing the single board computer and associated components, given the age of this system. If updated entries in the service log reveal other issues, an update will be filed. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed a data error message.